Event description:
The customer reported that during pacing the device was not generating valid heart rates resulting in false alarms. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.